Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned fractured device were submitted to sem lab for fracture analysis and material composition. As stated in the sem report the fracture surfaces features of the exact broach handle strike plate of this device align with those reported in zrm_wa_0488_18 failure analysis of broach handle strike plate weld. Root cause indicates operational context caused or contributed to event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices shows the strike plate to be fractured from the handle body at the weld. Both sides of the strike plate and handle body exhibit multiple dents, numerous impact marks and dings suggesting extensive use over the time. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported that the head of the broach handle fractured. No delay to surgery or patient consequences were reported. No further information has been made available at this time.